Event description:
Additional information from the patient's health care provider showed the hcp has no knowledge of event. The patient outcome was reported as "no injury."

Manufacturer narrative:
(B)(4).

Event description:
The patient also noted when they drive past strong emi areas or rf systems their stimulation turns all the way up. It was noted the patient now turns their device off when they drive.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while driving, the pt's stimulation "increased on its own" from 1.7 v to 3.55 v. The pt used their programmer to turn the stimulation down. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.